Manufacturer narrative:
The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A literature review reported a case of incapacitating unilateral rainbow glare for 2 years in a patient's right eye. The laser settings were similar for both eyes but a subtle raster pattern was noticed intraoperatively. Undersurface photoablation was performed immediately but improvement of glare and reduction of grating pattern was incomplete. A year later, another undersurface photoablation was performed. Rainbow glare symptoms were resolved and no hypermetropic shift was observed.